Event description:
It was reported that multiple cartridges were leaking from the canister and the septum. Multiple attempts were made by tandem technical support to resolve the issue; however, no response was received. There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.